Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device upgrade; prior to the procedure, upon interrogation multiple episodes of noise reversion and high ventricular rate were observed. The electrograms revealed the right ventricular lead exhibited oversensing of noise resulting in pacing inhibition. Patient had no symptoms associated with the device. The device was re-programmed to resolve the issue.